Event description:
Procedure: sils cholecystectomy. According to the report: during the procedure, the doctor took a clamp which was too long, so the tips of the clamp were longer than the port. The surgeon put the port into the patient too fast, and the mesorectum was cut. The doctor was not able to stop the bleeding. So he had to convert to open procedure.